Manufacturer narrative:
The investigation for the console (aic) purge/flag issue has been completed. The aic was returned for evaluation. Upon functional testing, the purge disc not detected issue was unable to be reproduced. There was no visible issues with the purge disc flag and retainer. Data logs were reviewed finding the reported purge disc not detected issue was confirmed. There was one instance of purge disc not detected alarm (event set #402) found in the logs on the reported occurrence date. The alarm was cleared 12 seconds later once the purge disc was inserted. No problem found after testing. Reported purge disc not detected issue with this console is suspected to be use related.

Event description:
The user facility reported an unknown automated impella controller (aic) alarm occurred during impella pump implantation to an unknown aged patient. There was a purge disc not recognized message noted. The aic was successfully exchanged for new aic, and the impella pump was successfully used with no report of harm to the patient.

Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.